Manufacturer narrative:
Device evaluated by MFR?

Event description:
It was reported by the distributor that there was an implant revision surgery that took place as it was found that the patient had a reaction in the generator implant site likely due to the dislocation of the generator. Additional information was later received in which it was indicated that the patient had some symptoms of allergic/infection initially. Antibiotics were provided to the patient with no results, therefore they decided to reopen the pocket to clean everything inside. After opening the pocket, they found that the device had migrated. It is suspected that this was a rejection of the body from either the device or the suture and there was also a lot of fibrosis found in the pocket as well. The device was repositioned and nylon suture was used. Patient is being monitored to see what will happen. The device history records for the generator was reviewed. The generator passed final quality and functional specifications prior to release. The generator was sterilized prior to being released. No additional relevant information has been received to date.